Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative inspected the set point on the patient side and identified a temperature difference of about 1.5 degrees. The temperatures of the patient tank and the cardioplegia tank were calibrated. Subsequent testing found that both the patient and cardioplegia set points were working correctly. All components where inspected and tested according to the manufacturers specifications and no further issues were noted. The device was returned to service and the customer notified the service representative that the device worked properly when used for another case. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t did not warm up on the patient side during set-up. No alarm or error codes were displayed. There was no patient involvement.